Manufacturer narrative:
Mml reference # (B)(4).

Event description:
It was reported that the patient underwent revision surgery to replace the left stimulation lead due to out-of-range/high-impedance failure. The left lead was removed and intact. A new lead was implanted. Unrelated to the issue, the set screw of the implantable pulse generator (ipg) became loose during surgery; therefore, the ipg was replaced. The procedure was successful without any complications. There was no report of patient harm or injury.

Event description:
It was reported that the patient underwent revision surgery to replace the left stimulation lead due to out-of-range/high-impedance failure. The left lead was removed and intact. A new lead was implanted. Unrelated to the issue, the set screw of the implantable pulse generator (ipg) became loose during surgery; therefore, the ipg was replaced. The procedure was successful without any complications. There was no report of patient harm or injury.

Manufacturer narrative:
Mml reference # (B)(4). Additonal information was received that the left had a progression of the out-of-range/high impedance failure. The device was reprogrammed to the remaining working electrode to address the issue at that time (2023). The ipg and lead were evaluated and the out-of-range was confirmed. The analysis confirmed lead conductor fractures were the cause of the high impedance conditions observed with the left percutaneous stimulation lead. There was no allegation with the functionality of the ipg. The ipg passed the functional testing and operated within the manufacturing specifications. The set screw for both ports were able to be loosened and fastened with no difficulties. The issue with the ipg setscrew was not veified. Other device replaced model: 5100 description: implantable pulse generator serial number: (B)(6). UDI: (B)(6).